Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not transferring fluid between the reservoir and the pump. During a revision surgery, it was noted that the valve was not working properly. The device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a problem with the device, as no fluid was transferred between the reservoir and pump. Upon procedure, it was noted that the valve was not working properly. There were no patient complications reported.